Event description:
It was reported that a (B)(6) patient underwent an x-stop procedure at level l4/l5. Approximately two years and four months post procedure, the device was removed due to continuing and worsening symptoms of lumbar spinal stenosis. The physician also noted that the device was not providing sufficient relief and level l3/l4 was increasingly stenotic. The device removal was part of a bilateral decompression performed at levels l3/l4 and l4/l5. No additional information was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company representative.